Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker field service technician evaluated the customer's device and verified the reported issue. Stryker field service technician replaced the device's therapy pcba to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker product assessment center (pac) further evaluated the removed therapy pcba and a short circuit in q7 was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no report of patient use associated to the reported event.